Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2012-13118, 1627487-2012-13120. It was reported the pt had ineffective coverage. X-rays indicated the left lead had moved and was not properly in the epidural space. It was also reported the pt experienced pocket heating while recharging. The pt was instructed to deplete ipg completely and recharge for an extended period, then charge for shorter periods. The pt has a pain pump that had been assisting her, no intervention is planned. On 08/01/2012, st. Jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected. The pt had two leads from the same lot.